Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician stated he was not able to advance the angio-seal over the wire. The physician attempted to use an amplatz wire; however, the same issue occurred. The angio-seal and wire were removed, and manual pressure was held. There was no negative effect to the patient. The procedure performed was a chemo embolization. There was no patient injury, and no blood loss was reported. Additional information was received on 05nov2024: this physician did an angiogram prior to deploying a closure device; however, the representative was not there to witness it.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Three (3) 6 french angio-seal devices were returned for product evaluation. All samples consisted of the header bag, hemostasis sheath, arteriotomy locator, and an unopened foil pouch. Two unused samples were returned, and one used sample was returned. The two unused devices were visually inspected and found to have been in unused condition with no visible signs of blood. The components were all found within the plastic tray. The used device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were found to have been fully mated. Functional testing was performed to test if the sheath and locator assembly could pass over a guidewire by inserting a guidewire over each sheath and locator assembly. The unused samples were able to pass over the guidewire without issue. The used sample was unable to pass over the guidewire as an obstruction was encountered during advancement over the guidewire. The obstruction was unable to be passed through the locator, and the locator was subsequently cut open in order to remove the obstruction. An object was removed from the device, and cleaning was performed in order to further inspect the component. The object continually deteriorated during cleaning and presented signs that the object was composed of blood and possible biological tissue based on the physical features of the component. The complaint was confirmed for an assembly issue with the locator and guidewire. The exact root cause cannot be determined. The likely cause was determined to have been biological tissue/debris obstructing the guidewire and resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).